Manufacturer narrative:
Device evaluation found the adhesive part of the lightning lens was peeled off and foreign material, stains found on the forceps elevator. Furthermore, scratches are found on switch 1 (sw1) , scratches on the tip body due to external factors were observed. The customer reported issue of switch 1 scratch could be confirmed. Additonally, the following findings during inspection were noted on the device: the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Scratches on the insertion tube due to external factors are observed. The curved rubber bond noted cracked due to external factors. Scratches found on the tip cover due to external factors. Deformation of the air/water nozzle due to external factors (tip collision) found. There is discoloration on the forceps base. A chipping of the illumination lens due to an external factor (tip collision) is recognized. Scratches are found on the grip due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of top key 1 switch 1 unit has scratch , cut was found during device inspection. There was no patient harm, no user injury reported due to the event. Device evaluation found the adhesive part of the lightning lens was peeled off and foreign material, stains found on the forceps elevator. This report is being submitted for peeled adhesive lens of the lightning lens (there is a gap in the glued end , dirt can enter the lens through the gap and foreign material found on forceps elevator (insufficient reprocessing, cleaning handling issue ) found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the following was noted: event 1: the light guide lens glue was peeled off: the cause of the event was not specified. However it is likely that the event was caused by stress of repeated use or external factors. Event 2: a foreign material was attached to the objective lens: the cause of the event was not specified. Olympus will continue to monitor field performance for this device.